Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the hospital with symptoms of pre-syncope. The patient was discharged from the hospital without a device check. Subsequently, the patient experienced symptoms of pre-syncope four days later and was taken to the hospital. Review of stored device memory noted increased pacing impedance measurements of 1,264 ohms, noise and oversensing that resulted in an unknown duration of pacing inhibition. The patient was noted to be pacemaker dependent. A temporary pacing wire was placed and the patient was admitted to the hospital pending lead replacement. Review of the lead under fluoroscopy during placement of the temporary pacing wire noted a lead fracture. The lead was surgically abandoned and replaced two days later. No additional adverse patient effects were reported.